Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the "ivf tubing broke in half" due to a cause that was unknown. It was noted that the break occurred at the "pump end to patient." The event occurred on unit 8t-s.